Event description:
It was reported that this implantable cardioverter defibrillator system exhibited shock impedance greater than 200 ohms. The impedance had risen gradually over the previous year. Individual vector testing revealed that the out-of-range impedance involved the proximal coil of the right ventricular (rv) lead. The shock vector was reprogrammed to the distal coil to can. The rv lead remains in service and no adverse patient effects were reported.